Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to insulation damage from subclavian crush. However, no diagnostic imaging was conducted to confirm the supposition. Nonetheless, provocative testing was conducted which reproduced the noise. The event was resolved by reprogramming the device. The patient was stable with no consequences.